Manufacturer narrative:
Batch review performed on december the 02nd 2019: lot 161593: 120 items manufactured and released on 20-jun-2016. Expiration date: 06.06.2021. No anomalies found related to the problem, to date, all items of the same lot have been already sold without any other similar reported event. Manufacturer process review: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to lack of ceramic parts no further investigation can be done.

Event description:
Revision surgery performed due to infection 3 years after the primary surgery. On the (B)(6) 2017 the patient has been revised (head) due to hip dislocation, caused by trauma.